Event description:
Event description guidant received information that this pacemaker was pacing intermittently in the vvi mode. The battery voltage is 1.8 volts. The device has been implanted almost 12 years.